Event description:
Physician opened the pocket because he wasn't sure the patient was getting crt pacing support and found there was a nick in this lead. The physician partially capped the lead. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.